Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ misplaced essure') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (8) and parity 6 (6). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced device expulsion ("vaginally passed essure / extrusion"), 1 month 20 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel sensitivity"), rash ("rash on legs"), genital haemorrhage ("heavy bleeding / bleeding"), headache ("headache"), alopecia ("hair loss"), dizziness ("dizziness") and nausea ("nausea"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, pelvic pain, dyspareunia, dysmenorrhoea, allergy to metals, rash, genital haemorrhage, headache, alopecia, dizziness and nausea outcome was unknown. The reporter considered allergy to metals, alopecia, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, nausea, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2017: findings: fluffy endometrium with 0 coils visible on the left and 4 coils on the right. Procedure in detail: the left tube was first cannulated with essure which was placed, seated and deployed however due to the fluffiness of the endometrium no coil was visualized after deployment. On the right an essure was placed into the tubal ostia with 4 coils visible after deployment. All instruments were then removed. Laparoscopy - on (B)(6) 2017: preoperative and postoperative diagnosis: desires permanent sterilization. Failed essure. Indications: essure procedure done in october, however, she began having heavy bleeding and cramping and passed an essure vaginally which she brought to the office. She presents for bilateral salpingectomies in the removal of the other essure. Findings: here was an essure present in the right tube. The left one had fallen out. She had normal ovaries. Procedure: laparoscopic bilateral salpingectomy and removal of essure device on the right. Specimen removed: bilateral fallopian tubes procedure in detail: there was no essure in this tube. Then at the junction of the tube to the uterus, the area was cauterized and then laparoscopic scissors were used to snip until the essure was visible. The essure was then grasped and removed intact. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ misplaced essure') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (8) and parity 6 (6). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced device expulsion ("vaginally passed essure / extrusion"), 1 month 20 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel sensitivity"), rash ("rash on legs"), genital haemorrhage ("heavy bleeding / bleeding"), headache ("headache"), alopecia ("hair loss"), dizziness ("dizziness") and nausea ("nausea"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, pelvic pain, dyspareunia, dysmenorrhoea, allergy to metals, rash, genital haemorrhage, headache, alopecia, dizziness and nausea outcome was unknown. The reporter considered allergy to metals, alopecia, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, nausea, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy on (B)(6) 2017: findings: fluffy endometrium with 0 coils visible on the left and 4 coils on the right. Procedure in detail: the left tube was first cannulated with essure which was placed, seated and deployed however due to the fluffiness of the endometrium no coil was visualized after deployment. On the right an essure was placed into the tubal ostia with 4 coils visible after deployment. All instruments were then removed. Laparoscopy on (B)(6) 2017: preoperative and postoperative diagnosis: desires permanent sterilization. Failed essure. Indications: essure procedure done in (B)(6), however, she began having heavy bleeding and cramping and passed an essure vaginally which she brought to the office. She presents for bilateral salpingectomies in the removal of the other essure. Findings: here was an essure present in the right tube. The left one had fallen out. She had normal ovaries. Procedure: laparoscopic bilateral salpingectomy and removal of essure device on the right. Specimen removed: bilateral fallopian tubes procedure in detail: there was no essure in this tube. Then at the junction of the tube to the uterus, the area was cauterized and then laparoscopic scissors were used to snip until the essure was visible. The essure was then grasped and removed intact. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.